Event description:
Customer called to report a leak from the coulter ac.t 5diff autoloader (al). Customer stated that the hgb (hemoglobin) wbc (white blood cell) bath was not draining, resulting in an overflow. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and confirmed that the wbc bath was not draining. The fse noticed that valve vl32 was not functioning properly. The fse replaced vl32; however, this did not resolve the bath drain issue. The fse then determined that the panel for valves vl31 through vl35 required replacement. The fse replaced the panel, which resolved the issue. The repairs were verified per established procedures, and the results met published performance specifications. The cause of the leak is attributed to the valve panel for vl31 through vl35.

Manufacturer narrative:
(B)(4).